Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The insulin pump was not working. No harm requiring medical intervention was reported. Troubleshooting was performed and advised the customer to remove the battery and wait for the insert battery alarm before inserting a new aa battery found that the issue was resolved. The customer will continue using the device on receipt and replacement and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version 4.11 e. Retainer ring = black. Case type = ngp. Customer returned pump for alleged blank display, labeling anomaly, and cosmetic damage at the label found on 28-nov-2022. Pump booted up once installing an aa lithium battery. The pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed 5 failed battery tests between the times 11/25/2022 at 21:17:34.000 to 11/25/2022 at 21:19:52.000. Pump alarmed a change battery fault on the event date of 07/28/2022 15:39:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, corroded battery tube, corroded battery tube spring, battery tube threads - cracked, and serial number label missing. Labeling anomaly was not confirmed. Cosmetic damage was confirmed at the label. Blank display was not confirmed during testing. Moisture damage was confirmed found isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The device was returned for analysis.